Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha the bd precisionglide¿ needles were defective. The following was recevied from the initial reporter: customer has found needles with tip/point broken, or slightly bent.

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, the cannula is damaged with an incomplete point. Furthermore, a device history record review for 0087980 showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with irregularities on rubber surface, incorrect grind may occur, creating point defects such as uneven bevels and incomplete point. Checklist was created as a guidance to evaluate grinder setup items at the beginning of each work shift in order to minimize the occurrence of quality defects at grinding process.

Event description:
Additional information received. Awareness date & complaint date received have been corrected to 08/10/2023 according to email attached.